Event description:
It was reported that the suture cut needle driver instrument has a broken cable. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable is broken at the distal idlers and the pulley spins freely. The other cables at wrist are not damaged. Engineering concluded that the cable broke under tensile loading, and the cable wear on pulleys combined with high grasping force likely contributed to breakage. Engineering also observed that the distal end of main tube has a couple of deep scratched with material removed. Orientation and size of scratches indicated that the damage was caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.